Event description:
Rptr had a laminectomy for ruptured disk in 1987. She still had pain without relief. A bone scan showed much inflammation. Rptr was advised to have fusion with screws. Rptr still has no relief, with pain becoming so severe at present that it is unbearable. Rptr has tried therapy of all kinds, injections, medications, etc. Walking is becoming impossible, as is sitting or lying down.